Event description:
The facility reported an intermate which cracked/split open at the reservoir once the solution ran down to about 5 ml or so. The customer stated that as it got closer to the white plastic device in the center, it was as if the center caused the cut/slit. This condition interrupted therapy. There was patient involvement, but it is unknown if there was patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Correction: the incorrect manufacturing date was included on the initial medwatch.